Manufacturer narrative:
Performed measurements during device investigation indicated that the device is out of specification. As per received information recipient was experiencing noise and intermittent access to sound. However, based on information received from the field and device investigation results, it is not possible to confirm a root cause for the reported problem. This is a combined initial and final report.

Event description:
It was reported that the user's hearing performance with the device was affected. A persistent and loud background noise (sizzling sound) has been present since activation which cannot be worked around with the audio processor. No noise was heard when the audio processor was not in use. In addition, the user reported intermittency in sound. On (B)(6) 2020 the user was re-implanted with a bci602 device. The floating mass transducer (fmt) was placed at a different location with the new device.